Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 02:59 pm CT.the report number is being corrected from: 2134265-2018-63946to: 2134265-2018-63051.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left subclavian artery. During unpacking of a 9.0x30x135 cm express ld vascular stent, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: a visual and microscopic examination was performed on the returned device, the following attributes were examined: the delivery system was returned for analysis with the stent fully mounted onto the delivery system. The stent was returned fully crimped onto the balloon of the delivery system. A visual and microscopic examination of the crimped stent identified no damage or any issues with stent. During product analysis the stent was successfully deployed with no issues noted. No issues were noted with the deployed stent that could have contributed to the complaint incident. A visual and tactile examination was performed on the returned delivery system. No damage or any issues were noted along the length of the catheter. A visual and microscopic examination identified that the balloon was tightly folded. No damage or any issues were noted with the balloon material. During analysis the balloon material was successfully inflated to rate of burst pressure with no issues noted. The balloon material was deflated and the stent successfully deployed. No issues were noted with the balloon material or stent deployment that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the tip or markerbands of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left subclavian artery. During unpacking of a 9.0x30x135 cm express ld vascular stent, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.